Event description:
It was reported that a malfunction alarm occurred. The customer declined to state whether their blood glucose exceeded 500 mg/dl, so this information remains unknown. As a corrective action, a replacement pump was sent, and the customer planned to switch to multiple daily injections as a backup.